Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n309741006, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 27-oct-2013, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml compounded baclofen at 400mcg/day via an implantable infusion pump for an unknown indication for use. The pump incision suspected as the site of an infection, and it was draining from a small opening in the incision. A hcp had made a small cut over the pump incision scar big enough to get a cotton tip swab into to culture the fluid. The patient reported that was done a few weeks ago but couldn't provide an exact date. The patient had eaten and taken their blood thinner so the hcp wanted to delay explant surgery. The patient was admitted to the hospital to receive antibiotic therapy and to start weaning the baclofen dose in the pump and for patient to start oral baclofen. The plan was to wean the baclofen dose enough to explant it and the catheter and to maintain patient on oral doses of baclofen until the infection clears and the explant can occur. The patient and hcp will discuss replacing the pump system once the patient is infection free. It was reported that the issue was not resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.